Manufacturer narrative:
Device is combination product. (B)(4).device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a stenting treatment procedure the stent moved on the balloon. The 4.0x12mm target lesion was located in the left main coronary artery. During prep the physician encountered difficulty removing the stylet from the promus element plus, mr, us 4.00x12mm stent however the stylet was removed. When the physician attempted to insert the stent into the patient the stent came off of the stent delivery system (sds) balloon. The physician removed the sds balloon and used a 3.0x12mm emerge balloon to inflate and deploy the stent. The physician used a non bsc balloon for post-dilation of the stent. No patient complications were reported and the patient's status is ok.